Event description:
Synergy china registry it was reported that the patient died. In (B)(6) 2022, the subject was referred for cardiac catheterization. The target lesion was located in the proximal of right coronary artery (rca) extending up to distal rca with 100% stenosis and was 70 mm long, with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of 2.25 mm x 38 mm overlapped with 2.75 mm x 38 mm synergy stents system. Following post-dilatation, the residual stenosis was noted to be 0%. Three days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2023, the subject died, and the primary cause of death was unknown. At the time of the event, the subject was on aspirin and ticagrelor. There was no action taken to treat the event and it is unknown if an autopsy was performed.